Manufacturer narrative:
Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 5165567, model/ catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration as confirmed via x-ray. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.